Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected and alarm history showed recurring low battery warnings. It was reported that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. The issue allegedly had occurred with multiple batteries from different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed evidence of short battery life, with multiple low and replace battery warnings. Using the returned battery cap, the pump powered up with the vibratory feature but no audible alert. The keypad buttons responded properly. A rewind/load/prime sequence was executed without incidents. The electrical current draws were high out of specifications. The pump casing was opened and evidence of moisture corrosion was observed on the sound drive circuit and inside the pump. The reported short battery life was verified in the black box and confirmed in the investigation. Unrelated to the power issue, the display was dim and discolored, and the bolus button cover was torn.